Manufacturer narrative:
The ge representative conducted an on-site investigation. The sram was replaced. The system was tested and is now operating as intended.

Event description:
The customer reported that the c-arm on the 9600 system would not work. No patient injury was reported.